Event description:
A confirmed (B)(6) result was obtained on a patient sample and the result was questioned by the physician. The patient's sample had originated from a free community blood test screening program. Follow up testing was performed by the customer for anti-hbs, hbsag, hbc total and havm. The follow up test results were all negative for anti-hbs, hbsag, hbc total and havm. There was no known report of patient treatment being altered or adverse health consequences due to the initially confirmed (B)(6) result.

Manufacturer narrative:
The cause for the confirmed (B)(6) result when compared to the follow up hbv non reactive test results is unknown. The customer has decline a field service visit. Specimen collection and handling may be a contributing cause. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."